Event description:
It was reported that during a drug eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed, severely calcified target lesion was in the severely tortuous right coronary artery (rca). A 3.0x38mm taxus liberte drug eluting stent (des) had been advanced to treat the target lesion however, the stent caught on the target lesion and dislodged inside the patient. The physician attempted to finish the procedure with another of the same device but the second 3.0x38mm taxus liberte des also would not cross the lesion. The procedure was completed with a 3rd 3.0x38mm taxus liberte des. There were no additional patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device analysis: as the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is determined to be operational context. Product unavailable for analysis